Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted due to regular low flow hazard alarms. The patient presented with stable hemodynamic conditions with low dose catecholamines but reduced general condition with dyspnea under low physical strain. The patient was implanted prior to implementation of outflow graft clip. An echocardiogram (echo) showed the left ventricle was dilated and less relieved. Increased pump speed did not help the situation. A computed tomography (CT) scan was performed. The CT revealed a reduced lumen of the outflow graft in the area directly at the end of the outflow graft bend relief. An obstruction due to twisting or tissue formation was suspected. A full sternotomy was performed and the affected area was prepared. Surgeons opened the bend relief and found a high amount of "jelly" tissue between bend relief and graft. They removed it and pump parameters jumped directly back to normal values. Due to severe adhesions inside the thorax surgeons took the decision not to add an outflow graft clip. The patient was transferred to the intensive care unit (ICU) under stable conditions.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of tissue buildup between the outflow graft and outflow graft bend relief resulting in an extrinsic outflow graft obstruction was confirmed through the submitted computed tomography (CT) images and photos. The controller event log files contained data from 12jul2021 to 21jul2021 and from 14aug2021 to 16aug2021. The log files recorded numerous low flow alarms when the flow decreased below the low flow threshold of 2.5 liters per minute (lpm) for 10 seconds or longer. The controller periodic log files contained data from 07nov2020 to 16aug2021. The log files captured a gradual decrease in flow starting at approximately 26apr2021 and continuing through the duration of the log files. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no twisting visible after opening the bend relief during the re-exploration. There was only jelly tissue removed in a high amount.